Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement. It was reported that the site was in a case and were inaccurate in their lead placement. They had an issue with the frame and had to take a second spin with the localizer, and now the leads were off. Troubleshooting involved technical services recommending confirming the localizer and frame were attached fully to the frame. They also recommended checking a post op spin to contrast the plan with placed leads and making sure that they were using the correct exams. Navigation was aborted. There was no reported impact on the patient outcome. Additional information was received stating that there was an inaccuracy of 6mm in the procedure. There was a 20 minute delay to the procedure. Additional information was received from the manufacturer representative stating that there was a lot of movement in the scans due to the patient not being under general anesthesia. They put the patient under anesthesia and re-spun and they were accurate.

Manufacturer narrative:
The software analysis analyzed the archives, logs and attachments but they provided no indication that a software anomaly contributed to the reported issue. If information is provided in the future, a supplemental report will be issued.